Event description:
The proximal stent struts uplifted during this procedure. This patient presented to cath for treatment of a 90% confirmed restenotic lesion in the proximal circumflex of 15mm in length in a 3.5mm diameter vessel. Two stents were implanted in the circumflex and 1 in the rca that were overlapping. It was reported that during deployment of a 3.0x18mm cypher stent, the stent struts at the distal end of cypher hooked on the guiding catheter. There was 100% stenosis post-procedure. Pre and post-dilation were not performed. Timi iii flow was recorded post-procedure. Anti platelet therapy was not administered. The procedure was successfully competed with another stent with the same catalog number. However, when the product was returned, the proximal stent struts were found to be uplifted. This would therefore make it a reportable event as a threatened dislodgement.

Manufacturer narrative:
Please note that this product (crs18350, lot no. I0405089) is not distributed in the united states but it is similar to the united states distributed product, cxs18350. Additional information received will be submitted within 30 days upon receipt.